Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 10th november, 2021 getinge became aware of an issue with powerled surgical light. As it was stated, there was leaking oil from spring arm. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets falling off into sterile field or during procedure may cause contamination. According to the service technician, the issue has been solved by cleaning the device and removing excessive oil. It was established that when the event occurred, the surgical light did not meet the manufacturers specification and it contributed to the event. The device was not being used for patient treatment at the time when the event occurred. Comparing the number of affected devices to install base, complaint ratio is very low. In the investigation course, the product experts at the manufacturing site established that during the assembly of the spring arms the supplier applies a creamed oil, which is turning into a liquid only above 135°c. So, the dripping oil observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is considered most likely to be a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at the manufacturing site, the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. To prevent such situation from occurrence, the customer should follow the cleaning and disinfection procedure described in the user manual. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an issue with powerled surgical light. As it was stated, there was leaking oil from spring arm. There was no injury reported however we decided to report the issue based on the potential and as any liquid droplets falling off into sterile field or during procedure may cause contamination.